Event description:
After treatment, the pt alleges she saw moisture on the pump after removing the cassette. The pt did not require any medical intervention. Her effluent remained clear. Sample was discarded.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past (B)(4) and testing was conducted on the last lot delivered to the customer. No defects were noted. In addition, an investigation of the device manufacturing records were conducted by the MFR. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.